Event description:
The pt was being fed using the device. An unk amount of enteral feeding solution was hung, and the pump was set to deliver 48 ml/hr. Reporter stated 500 ml were delivered in 5.75 hours (approximately 87 ml/hr). The pt became nauseated and vomitted. The pump was restarted two more times, once with water and another time with feeding. The pt became nauseated and vomitted again. The feeding was stopped until the pump was replaced. There was no illness, injury or medical intervention resulting from the event. One pt involved.

Manufacturer narrative:
Lab results will be sent as a supplemental report as soon as they are completed.